Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had inadvertently stopped insulin delivery while being "half asleep". The valid resume pump alarm was received and the customer did not hear the alarm. The customer thought that the alarm was faint and was the reason why it did not wake her. The customer's blood glucose (bg) level was 600 mg/dl with ketones. The customer drank water, delivered a bolus of insulin and administered an insulin injection to address the high bg and ketones. During troubleshooting with tandem technical support, the alarm volume was confirmed to be set at high and when tested, the customer reported the sound was faint. A tandem clinical diabetes specialist met with the customer and agreed that the pump volume was faint. The customer was to continue to use the pump to manage diabetes.